Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was experiencing multiple phantom (ghost) pockets. A technical support specialist (tss) was assisted by the carefusion coordination engine (cce) agent. The tss confirmed that the site was not using just-in-time (jit) triggers; instead, refills were initiated from cce via real-time pyxwatch replenishment. The tss cleared the pocket inventory for the seven affected stations and had sent pocket load messages to repopulate the database. Confirmed their pyxwatch setup was used in station-level aggregation, so cce checked whether the station needed replenishment. A ghost pocket could have falsely indicated sufficient stock, preventing rpl01 messages from being generated. Confirmed that this issue should have been avoided during the recent project by clearing pocket data and resending it from medes. However, this step appeared to have been missed for several stations, which contributed to the problem. The system functioned as intended after the technical support specialist troubleshoots the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had several station with phantom pocket failure. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.